Manufacturer narrative:
Date of report: 13nov2018. Date of manufacturer: 09nov2018. The customer reported that replacing the motor control board addressed the issue.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01nov2018. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a compressor temperature high error code. There was no patient involvement. The event date was not specified; estimate used.